Manufacturer narrative:
The device was visually inspected, and blood was found inside the pebax. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed to be within specifications. The magnetic sensor functionality was tested on carto and the catheter failed. Error 106 was observed. A failure analysis was then performed. The catheter was dissected on the tip area and loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action was created to investigate this issue. Manufacturer ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and a force sensor 106 error was observed. Additionally, it was reported that a temperature reading could not be obtained. The catheter was replaced, and the issue resolved without patient consequence. The force sensor 106 error and unobtainable temperature reading are not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on (B)(6) 2018 scanning electron microscope sem analysis showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The issue of hole on the surface of the pebax has been assessed as reportable.